Manufacturer narrative:
The device was not returned for analysis. The reported device expiration issue was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use states: note the product ¿use by¿ date. The investigation determined the reported difficulties appear to be related to user error as the device was used past the expiration date. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly tortuous diagonal artery. A 2.25x28mm xience xpedition stent was implanted on (B)(6) 2020. The procedure went well and the patient is feeling well. However, it was then noted that the implanted stent had expired on (B)(6) 2020. There was no adverse patient effects or clinically significant delay. No additional information was provided.